Event description:
It was reported the patient had plates and screws implanted for sternal closure on (B)(6) 2011. The screws pulled out of the bone and a revision surgery was performed on (B)(6) 2011.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.see also MDR 1032347-2011-00110 as three plates were explanted in this surgery.